Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system delivered shocks. Subsequently, the health care professional (hcp) requested review of stored device data. Technical services (ts) reviewed and advised it appears the patient went into a ventricular tachycardia (vt) and ventricular fibrillation (vf) arrhythmia. The ICD appropriately delivered anti-tachycardia pacing (atp) which failed to convert the arrhythmia. The ICD then delivered a shock which successfully terminated the vt and vf arrhythmia. Then the patient went into an atrial arrhythmia with rapid ventricular response. The ICD delivered five inappropriate shocks due to the atrial driven arrhythmia. These shocks did not terminate the arrhythmia and therapy was exhausted. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.